Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 100 procedures. How many times have they applied the laparoscopic tip? 100. Was a sales representative present during the case when the issue was experienced? No please clarify how many units presented the connectivity issue? 3. Was any leakage or product solution observed at the luer locks connection? No, only the applicator, no leakage. Were there any unexpected outcomes or complications as a result of the event? No it was found during preparation. Are there pictures of the damaged device available? No. Is the device available to be returned for evaluation? Yes. The batch tip related for investigation is 2588635. Investigation summary: observations: the luer locks on both of the returned devices were stuck and not able to turn. On one device, there were excessive gaps (~2mm) between the back of the luer locks and the seat on the adapter indicating that the luer locks were forced to move distally. There are deep tool marks on both the lure locks, indicating the luer locks were forcefully manipulated by a hard instrument. Investigation: the gap between the back of the luer locks and the adapter seat is about 0.58m as designed. Under normal circumstances, the gaps will remain constant when the tip is fully locked onto the adapter. To remove the tip for a lap tip exchange, user needs to turn the luer locks in the direction as shown to dislodge the tip manifold. However, if the luer locks are over tightened by excessive force in the opposite direction, the threads on the tip manifold and the luer locks can be stripped off, resulting an unsecure attachment of the tip; the internal structure of the luer locks can be deformed and forced to move distally, causing the luer locks sticking onto the adapter legs, as in this case. The tool marks indicate that a tool was used to loosen the tip by rotating the luer locks in the tightening direction (wrong direction) with excessive force. The luer locks were pulled distally by the tip, causing deformation on the internal structure of the luer locks and resulting the luer locks getting stuck onto the adapter. Conclusion: it is determined that a tool was used with excessive force to turn the luer locks in the wrong direction. As a result, the luer locks and tip were stuck and the tip was unremovable/unexchangeable and the device unusable. However, it is unknown why the user resorted to using a tool to unlock the tip. It is highly probable that the user initially tightened the luer locks instead of loosening them, causing the luer locks to get stuck, leading the user to use a tool to pry off the luer locks. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-01319, and mw # 2210968-2022-01321. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The laparoscopic applicator could not be attached and the luer lock connection could not be released. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional information was requested, and the following was obtained: - please be aware that 3 devices were reported to be available for evaluation. However, only 2 devices were received. Can you please clarify if one extra device will be returned? No additional device will be returned for investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.